Event description:
The customer reported activating a new pod on (B)(6) 2013 and her blood glucose and insulin history is as follows: on (B)(6) 2013, time 09:00 am, bg (mg/dl) 265, bolus (u) 4.8; time 2:11 pm, bg (mg/dl) 319, bolus (u) 4.35; time 3:17 pm, bg (mg/dl) 254, bolus (u) 1.05; time 4:00 pm, bg (mg/dl) 239, bolus (u) 0.5; time 5:27 pm, bg (mg/dl) 188, cho (g) 20, bolus (u) 1.4; time 9:18 pm, bg (mg/dl) 184, cho (g) 15, bolus (u) 2.5; time 10:52 pm, bg (mg/dl) 193, bolus (u) 1.05; time 11:54 pm, bg (mg/dl) 185, bolus (u) 0.15; on (B)(6) 2013, time 9:11 am, bg (mg/dl) 292. At 9:13 am, she decided to deactivate the pod. Upon removal, she noticed the cannula was slightly bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were received and the product lot met all acceptance criteria.